Manufacturer narrative:
Concomitant medical products: product ID: 977a2, serial#: unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead; product ID: 37081, serial#: unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown, ubd: asku, UDI#: asku ; product ID: 37081, serial/lot #: unknown, ubd: aslu, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the lead and extension that had been implanted in the surgical trial caused infection. The patient¿s incision was checked and infection was confirmed. The patient¿s whole system was ultimately explanted due to infection and the issue was resolved. The patient¿s physician did not know the cause of the issue. It was noted the disease the patient was primarily/originally treated for was parkinson¿s disease. There were no further complications reported or anticipated.